Event description:
It was reported that during procedure, the fiber broked at the point of insertion to the scope. The fiber was replaced, however, the new fiber also snapped. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure, the fiber broke at the point of insertion to the scope. The fiber was replaced, however, the new fiber also snapped. The procedure was completed using another fiber. There were no patient complications reported.